Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and four months post filter deployment, patient presented with abdominal pain. Subsequent CT revealed there was an infra renal ivc filter. One of the struts of the ivc filter appears to penetrate the aortic wall and terminates in the aortic lumen. Eventually three days later, patient scheduled for the ivc filter retrieval. Utilizing a snare device attempts were made to capture the hook of the bard eclipse filter. These attempts were unsuccessful. Subsequently using a rigid endobronchial forceps, the filter was retrieved successfully. Subsequently, a few days later patient expired due to combined drug (hydrocodone and temazepam) toxicity. Therefore, the investigation is confirmed for the retrieval difficulties. However, the investigation is inconclusive for the alleged perforation of the ivc based on the medical records provided, one of the struts of the ivc filter ¿appears¿ to penetrate the aortic wall and terminates in the aortic lumen. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device was removed percutaneously. The current status of the patient is unknown.